Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low flow alarms at 0300 on (B)(6) 2025. Log files were sent for review. The event log files captured low flow alarm events on (B)(6) 2025 and several momentary low flow events. Some of these events were very brief and had not generated an alarm. The cause of the events did not appear to have been any type of external mechanical circulatory support (mcs) equipment issues. The low flow events may have been due to a patient related issue. The site stated that it happened on off hours and the best guess for the cause of the events was a small left ventricular cavity and right ventricular failure (rvf). The flows at the time were around 3 liters per minute (lpm) and the patient remained on inotropes and nitric oxide. The patient also remained in slow ventricular tachycardia (vt) with a heart rate less than 120 beats per minute (bpm), and stable mean arterial pressure (map) readings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was experiencing low flows on (B)(6) 2025. Log files were submitted for review and contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file, the mcs equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
Section a2: patient age/dob corrected section d6a: date of implant corrected section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the alarms could not be conclusively established through this evaluation, the account suspected the cause was a small left ventricular (lv) cavity and right ventricular failure (rvf). Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained events on 16apr2025 and 25apr2025. Intermittent low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index values. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speeds. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.